Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up using an apsiii programmer, measured data showed no valid values on the screen. A magnet test showed asynchronous pacing at the programmed base rate of 75 ppm. When interrogating with an apsii programmer, the message "not valid" appeared.